Event description:
Possible inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).